Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reaw1840 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the patient was leaving the facility she complained of pain in her left arm. Under ultrasound it was noted that the patient had dvt in the left arm. PICC was placed in the left basilic vein. Patient is currently receiving antibiotic therapy.